Event description:
The patient reported their spinal cord stimulator wires were ¿damaged by scar tissue in [their] back during installation.¿ it was further reported that ¿the ones going down [their] legs seemed to be doing some good at times in the one leg, but nothing anywhere else.¿ no further event information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.